Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump restarted unexpectedly. Customer stated that this occurred four times in one day. He also reported that his blood glucose was high due to the insulin pump not working properly. The blood glucose reading was 265 mg/dl he treated with manual injection. Customer troubleshooting for high blood glucose. He also reported receiving error alarms during normal use. Nothing further was reported.